Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the daily insulin delivery totals correctly reflected programmed basal rates. No activity related to the complaint observed in black box or download history. Multiple pump not primed warnings observed in the black box. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications.

Event description:
The reporter contacted animas on (B)(6) 2012, indicating that the patient's blood glucose levels have been erratic. The patient reportedly woke up with a blood glucose level of 230mg/dl. The patient ate breakfast and bloused and their blood glucose level rose to 498mg/dl. The reporter indicated that they disconnected and re-primed the pump and the patient's bg dropped to 400mg/dl. The reporter then changed the cartridge and infusion set and gave a correction bolus. The patient's blood glucose level then dropped low and the patient was lethargic and disoriented. The patient was treated with frosting and juice. The pump history was reviewed and the delivery totals were found to be correct. This report is being made based on the indication that the patient experienced elevated erratic blood glucose levels while on pump therapy.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.